Event description:
"Pt's spouse called for ambulance in 2002 at nighttime, one or two, possibly two thirty am. Pt's spouse received a reading of 413 mg/dl, customer fell asleep while standing up, leg was flitting around. Spouse called 911, police came and then ambulance. Ambulance test received a reading of 20mg/dl." Unable to contact pt, sending a letter.